Manufacturer narrative:
A partial lead was returned in two pieces measuring 11.6 cm from the connector piece and 55.8 cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 25.4 cm to 26.1 cm from the distal tip. External insulation abrasion breaching svc cables lumen due to friction to another device or feature of the heart was noted at 35.5 cm to 36.1 cm from the distal tip. Lead-to-can external insulation abrasion breaching svc cables lumen was noted at 43.1 cm to 43.3 cm from the distal tip. Lead-to-can external insulation abrasion breaching rv cables lumen was noted at 44.1 cm to 44.5 cm from the distal tip. Lead-to-can external insulation abrasion breaching re cables lumen was noted at 45.1 cm to 45.5 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed by fluoroscopy on the right ventricular lead. The lead was explanted and replaced. The patient was stable before and after the procedure.